Manufacturer narrative:
Evaluation results: (angulated aortic neck, pt lost to f/u), (endoleak, migration, ruptured aneurysm). Evaluation codes, conclusion: (angulated aortic neck, pt lost to f/u).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years and 5 months ago. The aneurysm measured 6.7 cm x 5.8 cm and the aortic neck had an angulation of greater than 45 degrees. It was reported that the pt was lost to f/u and on an unknown date was evaluated by CT where the stent graft was found to have migrated. The plan was to treat with aortic cuffs; however, the pt presented with back pain and the stent graft had fallen into the sac, the aneurysm was ruptured. The decision was made to convert to open repair and the stent graft was explanted. A conventional graft was sewn in. The explanted stent graft was discarded by the user facility. No additional information was provided.